Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and removed the device. The hosp has reported the pt's condition is satisfactory.